Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient's device was explanted in 2006 due to improper electrode placement. The device was incorrectly implanted in the vestibule. Reimplantation plans are not known at this time.